Event description:
Prior to implanting, it was noticed that modular neck would not completely seat on the femoral stem. No harm to patient. Approximately 10 minute delay in the surgical procedure.

Manufacturer narrative:
No additional information.